Manufacturer narrative:
Results: evaluation of the returned alarm found the nurse call receptacle housing is damaged and when the nurse call cable is inserted and wiggled the nurse call led light toggles on and off. There is a rattling sound from inside the alarm unit. (B)(4).

Event description:
Customer reported the black plastic ring to the nurse call outlet is missing. Customer reported it was discovered during set up, but could not provide the date when found. No pt incident or injury was reported.